Event description:
Complainant alleged that during biomed testing the device was unable to charge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not rec'd the product for eval and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation for eval. The customer received a replacement front panel membrane to resolve the malfunction. Our analysis data indicates for reports of this type is attributed to high contact resistance within the front panel membrane and that the keys do respond; however they need to be pursued harder to activate. Due to the fact that the device can still administer therapy, reports of this nature do not typically meet the criteria for reportability.